Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3,h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cord, ligh guide fibers, outer tube, distal end and cover glass, universal cord was worn out, light-guide fibers glass was worn out. Based on the results of the investigation, the customer¿s allegation was reproduced, a root cause could not be identified. The event was caused by a component failure of the universal cord. Regarding the newly identified malfunctions, it is likely the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name= (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was missing its image. The event occurred during maintenance. There were no reports of patient involvement.